Event description:
A malfunction alarm labeled as "malf 0" was reported, but there was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer contacted technical support, who assisted them with resetting the pump, resolving the issue without any recurrence of the malfunction. The customer was advised to continue using the pump and to call back if the issue reappeared, which they understood.